Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.

Event description:
The provider reported the following: "the patient was delivered her aligners this past friday and noticed tenderness and soreness first under her tongue, then to the top of her tongue. Then, itching started on her gums and has spread to her lips and face. It is very intense itching. She has not started benadryl because she was trying to persevere with the aligners. Patient. Has an allergy to latex and band-aid adhesives but has not been exposed to either of these in the last few days. Patient's mouth was burning throughout the weekend. It was particularly bad after eating. She would have to rinse with cold water repeatedly to get any relief. She came in today and I was able to give her a little relief by using a diode laser on the pain therapy setting. I instructed her to leave the aligners out and take some benadryl. She will retry wearing them in a week after the reaction has cleared to see if she has the same reaction again. Seems very much like an allergic reaction as this is an amazing patient. At first I thought it was the edge of the aligner causing the issue under the tongue but now I do not believe that to be the case since I examined her. The tissue all appears normal so I did not take photos but once the laser was used around the gums and under the tongue the itching was relieved to a large degree. I can get the patient back in to take photos but you will not see abnormal tissue."